Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that they could not bolus since the communicator battery was low and in the red. Patient said that they tried charging the communicator, however the handset told them that the communicator battery was too low. Patient said that the communicator then stopped working completely and went dead. Pt said that the communicator had also been making a rattling noise. Agent sent a request to repair to replace the communicator. When asked for the event date, patient said that it was like last saturday over the weekend.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-jul-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose, device is not powering on after 1.5 hours, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.